Manufacturer narrative:
Patient information not available for reporting. Date returned to manufacturer. DHR review was completed. Part: 03.010.045, lot: 1823905 , manufacturing site: (B)(4), release to warehouse date: 03. Mar. 2008. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Device condition: the insertion handle was received with the alignment tab broken off. The break roughly transverse and located flush with the distal edge of the cannulation; the broken tab was not received. The fracture site was examined and no material voids or irregularities were identified. Impaction marks were observed over the surface of the device, including the underside of the arch of the device and just proximal to the location of the broken tab. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Thus, the complaint condition is confirmed. While the misalignment could not be replicated as the mating devices were not returned, it is confirmed that the device is broken. The broken tab is responsible for alignment and thus, would impact the ability to align the construct. Lot number review: review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The lot went through the required steps during the inspection at the time of manufacturing and the DHR records showed no issues concerning the material or material conditioning. Release to warehouse date: 03. Mar. 2008 drawing review: based on the date of manufacture the drawings reflecting the current and manufactured revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The overall outer diameter of the distal shaft just proximal to the tab measured 12.01 with is within the specification of 12mm +/-0.1. The inner diameter was inspected with gage pins. A best fit gage pin of 8.16mm could be advanced though the entire cannulation except the very distal edge. At the distal edge the pin is stopped due to damage at the fracture site. Thus, outside the noted damage, the cannulation is within the specification of 8.2mm +0/-0.05. No definitive root cause was able to be determined as the circumstance resulting in the broken tab are unknown. However, the returned condition of impaction marks over the surface of the device are consistent with errant hammer blows and an off-axis application of force. Additionally, the broken tab is responsible for alignment and thus, would impact the ability to align the construct. Conclusion: a device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. While the misalignment could not be replicated as the mating nail was not returned, it is confirmed that the device is broken. The broken tab is responsible for alignment and thus, would impact the ability to align the construct. There is no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure for implanting a synthes lateral entry recon nail on (B)(6) 2018, a 4.5mm/6.5mm stepped drill bit large qc/485mm would not pass through the protection sleeves and the nail as it should. During this process, the drill bit broke inside of the patient bone. The broken fragment of the drill bit was retrieved and nothing was left in the patient. Also, a recon locking aiming arm for lateral entry femoral nails-ex was not working properly as it was misaligned with nail, but prior to insertion of femoral neck/head component, nail connection was checked and the aiming arm connection was secured as well. Two of the 11.5mm/8.5mm protection sleeve for recon locking and two 8.5mm/3.2mm wire guide for recon locking were also not guiding the drill bit properly through the nail. A standard insertion handle connected with the aiming arm wasn't working properly as the sales consultant heard some noise when the handle was being used. A cannulated connecting screw for standard insertion handle was not getting connected properly and a 5.0mm flexible shaft was not able to pass over a 2.5mm reaming rod. There was a surgical delay of 30 minutes and the surgeon was unable to implant recon screws into proximal femur. To complete the surgery, the surgeon opted to lock in dynamic hole by using a regular 4.9mm locking volt. The surgery was completed and the patient was stable after the surgery. This report is 7 of 7 for (B)(4).